Event description:
A report was received that the patient was experiencing weight loss, diarrhea, stomach cramping, and vomiting. The physician believed that the symptoms were device related. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.